Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, a balloon rupture occurred. The location of the lesion is unknown. The cre wg 18mm x 20mm balloon dilatation catheter was advanced to the lesion, however, following inflation to 3atms, the balloon "suddenly deflated after 90 seconds". It was not known on which inflation the difficulty was encountered. Upon inspection, the physician noted a balloon rupture. The procedure was not completed, due to an unspecified reason. No patient injuries or complications were reported. The patient's status is reported as "good".